Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : a worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The bio engineering team investigation concluded it is unlikely that a potential product issue was present. No corrective action is required no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The products shall be retained for future reference unless specifically requested back. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of an attune tkr - pain presenting to different surgeon. All infection testing returning negative results. Tibial loosening on xray, bone scan reported medial tibial plateau fracture. Intra-op tibial component loose (older style tibia) but also fb insert loose and appeared to be soft tissue interference? The fb locking mechanism was not in properly therefore causing tibial loosening. Requesting components be examined by depuy. No cement apparent on tibial component - let go at interface between cement and prosthesis. There was no tibial fracture - but a fracture in the medial cement mantle.